Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 692 mg/dl at the time of the incident. The customer was at 113 mg/dl at the time of the call. The customer was treated with manual injections and the pump. The customer experienced symptoms such as dizziness, upset stomach, vertigo, swelling of extremities, and clamminess. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated that sometimes it feels like the pump was under delivering insulin. Customer was having issues with sensor glucose versus blood glucose differences. The customer also reported cosmetic damage to their pump. The insulin pump will be returned for analysis.